Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that, during a primary procedure on a right tibia, a drill bit broke, and a screw broke during implantation. The proximal tibia plate became damaged. The screw was removed. The surgery was completed using another kit. There was a surgical delay of approximately 5-10 minutes. No adverse consequences were reported.